Event description:
The customer reported the device etco2 would turn on but would not obtain a reading. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.